Event description:
A customer reported unexpected reactivity while performing antigen typing on the galileo echo instruments ((B)(4)).

Manufacturer narrative:
(B)(4) was used to access the image files for instrument (B)(4). No errors were noted during testing. Maintenance was up to date on the instrument and qc testing passed. An immucor field service engineer replaced and calibrated the camera reader. The corqc and group and screen assays were performed to verify instrument operation. The instrument is operating as expected.